Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The unit was also received with a cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. The unit received with a minor scratched liquid crystal display window and a shifted end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error multiple times. The customer stated that she had worn the insulin pump in her pocket, but she did not observe any other significant events leading up to the alarms. She stated that her doctor stated that the insulin pump was not recording anything. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.